Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one open sample with the thread broken into small pieces. The thread has been degraded by hydrolysis along the time. We have checked carefully this sample and we have noticed that there is a hole in the aluminium foil due to displaced inner support card. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated and accidental unit, but no related to batch systematic error. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the open sample received does not fulfil the product specifications, we conclude that the complaint is justified. . Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Based on the conclusion derived from investigation, it is not required to make further actions in distributed product. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: sixs_03.1_2015.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
It was reported that the thread is still and it cracks.